Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch cable was caught under the main door switch contact. It was zip tide. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry door will not close. The pendant will show the door closed but the gantry door will not engage to fully close the door. The issue occurred during an in-service. There was no patient involvement.